Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm, acu watchdog and base task timeout. No adverse effects were reported.

Event description:
Additional information received via email no patient involvement. Failure found during annual preventive maintenance checks.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified primary audible alarm background (bgnd) test, auxiliary control unit (acu) watchdog, and base task timeout errors. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive for the primary audible alarm. Replaced interconnect board for the base task time out errors in history.